Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's diabetes clinical manager reported via phone call of customer's issues with their insulin pump. The manager believes that the pump may not be delivering the insulin properly because the customer is constantly running high. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 150mg/dl. The customer treated the high levels with manual injections. Troubleshoot was conducted. The device was found to be operating as designed, but the customer did not feel comfortable continuing with current pump. The customer was advised that the pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.